Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable result for eleven patient samples tested for the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer (e411). Of the eleven patient sample, nine had erroneous results that were reported outside of the laboratory. On (B)(6) 2017, the customer loaded a new reagent pack on the analyzer. Since the pack was from the same lot number, the customer did not run calibration or controls on the pack. The patient samples were initially tested using the new pack and the results were reported outside of the laboratory. On the morning of (B)(6) 2017, quality controls were run on the pack and there was an issue with recovery. The customer tried calibrating the pack, but it failed. The customer changed the reagent pack. Calibration and quality controls were run on this new pack and these were fine. The customer repeated the patient samples after changing the reagent pack and results were higher. No adverse events were alleged to have occurred with the patients. The e411 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
The repeat result of 57.91 ng/l for sample 4 was tested either on (B)(6) 2017 or (B)(6) 2017. It was asked, but the correct repeat date is not known. The customer repeated the sample on two separate days, but no further information could be provided. The inside cap of the affected reagent pack was found to have dried microparticle residue.

Manufacturer narrative:
Based on the provided information, the issue was most likely caused by improper reagent handling.